Event description:
Procedure: cardiac. According to the reporter: the suture was utilized to anchor a prosthetic patch to the pt's heart muscle. Allegedly, the suture failed and fractured causing dehiscence of the pericardial patch suture line. The pt exsanguinated and expired.

Manufacturer narrative:
(B) (4)